Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A13: applicable to difficulties downloading images from the picture archiving and communication system (pacs). A1102: applicable to the system displaying multiple error messages, including "unable to find studies," "could not send c-find," "series does not exist," and error 721, which stated "could not negotiate connection with q/r server" when attempting to download a different patient. A110301: applicable to the system taking longer than normal for search results to appear medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were difficulties downloading images from the picture archiving and communication system (pacs). Specific issues included the system taking longer than normal for search results to appear, then gave errors when attempting to download specific series. The manufacturer representative (rep) pulled up the dicom digital intercommunication of medicine (dicom) transfer screen, and confirmed that the wired ip was green, and noted that the start test for pacs connection failed at the pacs port. The rep deleted old patients off the system but did not see a change. The rep confirmed that other systems were able to pull patients from the same pacs port and ethernet cable. The system displayed multiple error messages, including "unable to find studies," "could not send c-find," "series does not exist," and error 721, which stated "could not negotiate connection with q/r server" when attempting to download a different patient. Troubleshooting steps included confirming wired impedance planimetry status, deleting old patient data from the system, and verifying that other systems could successfully connect to the same port and ethernet cable. Technical services advised confirming permissions an d port/ae title settings for the system. It was later reported that the issue was resolved by the site's it department. There was no patient involved.

Event description:
Additional information was received. It was reported that the issue has been resolved. It was noted that someone in it had assigned the system ip address to another system. A new ip address has now been assigned to the system and everything was working correctly. This was noted as user error, marking as resolved on call.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, ubd: unknown, UDI: unknown please see also b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.